Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm general unexpected restart and software error. Customer's blood glucose at time of incident was 105 mg/dl. Customer stated pump was not in use for an extended period of time. And received software error alarm. Customer was unable to verify the pump's software version number due to device re-looping. Customer stopped troubleshooting and will call back later.